Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the heparin cap port after starting the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to our hospital due to "coronary atherosclerotic heart disease". On march 25, the nurse selected a suitable vein to insert a closed venous indwelling needle, and then connected it to a disposable infusion set to start infusion. About 5 minutes later, the indwelling needle was leaking from the port of the heparin cap connected to the infusion set. After continuing to observe, it was found that the drug solution still leaked out. Pull out this indwelling needle, adopt new indwelling needle to reinsert and continue infusion, and the treatment proceeds smoothly.".

Manufacturer narrative:
A device history review was conducted for lot number 2327038. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the heparin cap port after starting the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to our hospital due to "coronary atherosclerotic heart disease". On march 25, the nurse selected a suitable vein to insert a closed venous indwelling needle, and then connected it to a disposable infusion set to start infusion. About 5 minutes later, the indwelling needle was leaking from the port of the heparin cap connected to the infusion set. After continuing to observe, it was found that the drug solution still leaked out. Pull out this indwelling needle, adopt new indwelling needle to reinsert and continue infusion, and the treatment proceeds smoothly."